Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis) and gore® excluder® aaa endoprostheses. During the deployment of the trunk ipsilateral leg endoprosthesis, it moved distally (distance unknown). A gore® excluder® aaa endoprosthesis (an aorta extender endoprosthesis) was implanted proximally. After all devices were implanted, a type ii endoleak was observed but no treatment was performed. On (B)(6) 2024, a reintervention was performed because the aneurysm was enlarged. There was no type ib, type iii and type ia endoleak by an angiography. Only type ii endoleak was observed. The inferior mesenteric artery was coil embolized to treat the type ii endoleak. The type ii endoleak which was originated from the right circumflex artery remains, but the procedure was concluded.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement. Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ ten radiographic jpeg images available for evaluation. ¿ no name, date, or demographics on the images. ¿ cannot manipulate the images in any way. (Window level, rotate, etc.) ¿ annotations on the images completed at the imaging facility. ¿ poor quality radiographic images. ¿ an image appears to show contrast outside the implanted devices. ¿ axial images show a large pooling of contrast outside the implanted devices. ¿ some of the images appear to try to demonstrate a type ii endoleak(s) involving lumbar artery(s) and possibly other vessels. Cannot confirm ante grade or retrograde flow with available images if there is communication between the vessels and contrast in sac. ¿ cannot confirm origin of endoleak(s) with available images. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.